Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain under the left breast on the pectoral wall. High threshold and decreased r-wave were observed. The issue remained after the lead was repositioned and hooked to the device. Cardiac perforation was also suspected. Both the lead and the device were explanted and replaced. The patient condition is fine.

Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.